Event description:
It was reported that a pacing dependent patient felt diaphragmatic stimulation during a dialysis procedure. Upon interrogation, an alert message for invalid parameters was observed and the device was reset back to normal operation. The patient was fine af...

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacing dependent patient felt diaphragmatic stimulation during a dialysis procedure. Upon interrogation, an alert message for invalid parameters was observed and the device was reset back to normal operation. The patient was fine after the event.